Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. B3 ¿ event date ¿ unknown month and day in 2020.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - cement simplex tobr 6197-9-001 catalog #: n/a; lot#: mdt030. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001825034 - 2021 - 02096, 0001825034 - 2021 - 02093, 0001825034 - 2021 - 02097, 0001825034 - 2021 - 02098.

Event description:
It was reported patient underwent a right knee procedure approximately 8 years ago. Subsequently, the patient started feeling a burning sensation along with pain a few months ago. However, no revision procedure has been reported to date. Attempts have been made, but there is no additional information at this time.